Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * essure confirmation test done. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhoea(cramping)"). The patient was treated with surgery (hysterectomy with salpingectomy (unilateral) and ablation). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and back pain had resolved and the menorrhagia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6)2011, 2008, date(s) of removal: (B)(6)2013, (B)(6)2010. Date of additional surgery - (B)(6)2018( hyst. Full), salping.(unilateral)) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: type of confirmation test was not given. Results- bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events- abdominal pain, back pain, menorrhagia, dysmenorrhea, were added. Outcomes were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.